Event description:
It was reported that the person with diabetes (pwd) was getting line blocked alarms. The pwd stated they checked for kinks and bends; there was none. They tried to resume with the current cassette, and it will work for a little while and then reoccur. The pwd had the infusion set on their abdomen area. The pss advised of what line block alarm meant and how to address. Pss advised them that the pwd may need to change their site and infusion set. Pss walked them through changing the infusion set tubing and site. The pwd was able to prime the tubing and complete the infusion set change. He called back stating he was getting another line blocked alarm. Pss checked halo, cgm sensor reading 342mg/dl. He does not require medical emergency services, stated he felt very tired. He did not check for ketones. Pss encourage patient to talk to doctor about ketone monitoring. Pss guided him to change angle of connector and resume with current cassette. Pss waited a couple of minutes to see if line blocked alarm comes back again. No line blocked alarm yet. He was looping again with a full green circle. Pss informed pwd with line blocked alarms, troubleshooting steps are to resume with current cassette, replace site, and lastly a full supply change if line blocked alarms keep reoccurring. No further assistance needed. On 26-mar-2026, he then called ps in reference to case that he was still receiving line block alarms after performing an infusion site change last night. Checked halo. Confirmed line block alarm and cgm was 364. Patient has not done any troubleshooting before calling ps. Cps suggested performing a cassette and infusion site change. He answered no to all emergency questions. Cps suggested performing a cassette and infusion site change. Patient requested help performing a cassette change. As cps was assisting him with cassette change, he wanted someone to call him back in 20 minutes so that he could lay down due to having a headache caused by his elevated cgm readings. He denied needing emergency services. His injection fast acting insulin via insulin pen. Cps called patient and assisted him with performing his first cassette change after training. He successfully performed cassette and infusion site change and confirmed his infusion site stuck to his body. He placed his infusion site on the left side of his abdomen. Patient was advised to call back if he received another line block alarm. He verbalized understanding. No further questions. Patient called again in reference to this case that he was laying down on his back with no weight on his infusion site and reported he was getting another line block alarm. Checked halo. Confirmed line block alarm. Cps suggested resolving with current cassette and adjust how he is lying in bed. Cps suggested performing an infusion site change and if he received another line block alarm he has to call back. The event occurred while in use with patient. The patient is a 55-year-old, white, non-hispanic/latino, male. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.